Manufacturer narrative:
It was reported that when the device was collected, the device started by itself-- the device could not be turned off, and the battery had to be disconnected. The product support engineer (pse) could not duplicate the reported issue but preventively replaced the user interface board. The pse verified that no other anomaly was observed, and the device passed required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that when the product support engineer (pse) collected the device, the device started by itself. They were unable to power off the device and thus disconnected the battery. It was reported there was no patient involvement at the time the issue was discovered. The investigation on going.

Manufacturer narrative:
E1: (B)(6).